Event description:
During robotic-assisted laparoscopic gyn procedure, the davinci mega suturecut needle driver snapped one of its wire cables in the articulating joint at the head of the instrument. This was observed by direct visualization by the surgeons and surgical staff while the instrument was in use within the patient's abdominal cavity. An x-ray performed at the end of the case confirmed no foreign body.